Manufacturer narrative:
1. DHR/bhr review (lot#: 3052588): 1) this batch of products were assembled at intima ii auto line 2 in march 2023, and packaged at r240 package line in march 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Among them, the prn torques meet the outgoing inspection requirement. 3) review the production records with no nonconformance, deviation or rework activities. 4) the prn batches used in this batch of products are 3009051, 3009053, review the raw material inspection records, no abnormalities. 2. No defective samples and photos are received for the complaint. 3. The retained sample of this batch is taken for leakage test and prn removal torque test, the leakage test is qualified, there is no leakage at the prn, and the prn removal torque is within the product specifications. Please see attachment for the test report. 4. In the assembly process of prn, there are torque and assembly stroke monitoring to ensure that the luer of prn can be assembled into the pp connector to a certain depth and the thread has a good fastening effect. If the prn is not in place, the equipment alarms and removes the product. However, although prn is fastened to the product during assembly, it may come loose if it is vibrated during transportation. Therefore, the IFU of the product indicates that the prn should be tightened before use to prevent leakage. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process retained sample. No similar complaints have been received from other hospitals regarding this batch of products. Since the defect status of the sample cannot be identified, the root cause of the prn leakage cannot be determined.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked the following information was provided by the initial reporter; on the morning of (B)(6) 2023, our department was preparing to give the patient an injection. During the exhaust process, heparin was found to be leaking, and a new indwelling needle was immediately replaced.